Event description:
It was reported that, "pt had a phacoemulsification of right eye with an intraocular lens implant. Underwent add'l surgery, including cultures of anterior chamber and vitreous fluid from the right eye."